Event description:
This rv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 04/23/2018 stating that patient had oversensed some noise. The physician was dr. (B)(6) at (B)(6) hospitals in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).